Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the insulation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the reusable endoscope sheath, to the service center for a separate issue. During the device analysis, the regional service center (rsc) representative identified that the ceramic tip (insulation) is fractured.  There was no patient involvement.